Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was not able to be found in the body of the patient. It was noticed post-magnetic resonance imaging (MRI) check, when the icm was unable to be interrogated by a programmer. The icm was not able to be found physically on the patient, via MRI, or via x-ray. It was noted that the last time the remote monitor communicated with the icm was one day post-implant; it was thought that the icm had migrated out of the body soon after implant. The status of the icm is unknown. No patient complications have been reported as a result of this event.